Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One image was reviewed by the product evaluation laboratory. It showed the catheter was inserted in a tuohy borst-type introducer. The rotating cap of the introducer was detached from the valve housing and the nylon disk was on the catheter body outside of the valve housing. There was no visible damage on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a "loose piece" was confirmed, as per image evaluation; however, the report of "prevented the catheter from progressing" was not able to be confirmed from the image. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the nylon disc of the introducer was found around the catheter body during use, which has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that an unknown loose piece was around the swan-ganz catheter body and prevented it from advancing through the introducer. There was no allegation of patient injury. Patient demographics were requested and not provided. The customer discarded the product due to contamination but did provide an image for further evaluation.